Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter zip: (B)(6). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing easily snaps apart could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 sec set 20dp 30in w/hanger ll experienced component separation. The following information was provided by the initial reporter: without opening the package, you can wiggle the tubing at the base of the buretrol and on some sets, the tubing easily snaps apart.